Event description:
It was reported that the patient presented in clinic with connect power alarms while on mobile power unit (mpu) and change battery alarms while on batteries. It was noted that many low voltage advisories were seen. The controller was changed. Log files were submitted for review to see if anything else could be seen. The log file contained odd strings of low power advisory (f11) on the black power lead on (B)(6) 2023. These indicated that the black power lead was at yellow advisory level. This may occur with poor power cable connection with the battery clip or during a power change. The log file also captured power cable disconnect/low power hazard on (B)(6) 2023 at 2230 during a power change. There were no other notable alarm conditions noted in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 4 days (B)(6) 2023, (B)(6) 2024 per timestamp). Events captured on (B)(6) 2024 took place at abbott. Atypical power cable disconnect and low voltage alarms were intermittently active due to rsoc invalid faults from (B)(6) 2023 at 22:25:03 ¿ (B)(6) 2023 at 13:09:33. The alarms occurred on the black power cable while the controller was connected to the mobile power unit (mpu) and battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The cables were manipulated in attempts to induce alarms; however, no alarms activated. The controller was able to function as intended. The controller underwent continuity testing and increased resistances in the wires was observed. The power cables were stripped to inspect the condition of the wires. Fluid ingress was found throughout the power cables. No physical damage to the wires was found; however, the increased resistances may be attributed to conductive breakdown inside the wires. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the fluid ingress and increased resistances in the wires may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.